Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2016 this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis featuring c3 deployment system. On (B)(6) 2021 an endoleak was identified. On the same day, percutaneous transcaval coil embolization of the endoleak was performed, along with the implant of an additional aortic endograft (manufacturer unknown).